Manufacturer narrative:
Citation: rao r., et al. Single-center experience of 105-minimalist transfemoral transcatheter aortic valve replacement and its outcome. Indian heart j. May-jun 2021;73(3):301-306. Pmid: 34154746. Doi: 10.1016/j.ihj.2021.01.023. Epub 2021 feb 3. Earliest date of publish used for date of event. [Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an indian hospital¿s experience with trans-femoral transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between july 2016 and february 2020. The study population included 105 patients (predominantly male, mean age 73 years), 33 of which were implanted with either medtronic corevalve or evolut r bioprosthetic valves (unique device identifier numbers not provided). Among all patients, one death occurred from sepsis after conversion from tavr to surgical valve replacement (savr). No further information was provided and the manufacturer/model of tavr and savr valves were not disclosed. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: disabling/non-disabling strokes, trivial-to-severe paravalvular leaks (pvl) and need for permanent pacemaker implantation due to atrial fibrillation (af), left bundle branch block (lbbb) and trifascicular av block. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.